Event description:
Risk manager reported a suspected check valve failure. There was no pt harm, but other than that she has no details of the pt or event because no internal incident report was submitted.

Manufacturer narrative:
Manufacturer¿s report date: (B)(4) 2012. (B)(4). Unable to determine the cause of the customer¿s reported check valve failure. The customer stated the set has been discarded and is not available for evaluation.